Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus and device explant occurred. In (B)(6) 2015, a 24mm watchman(tm) laa closure device along with a watchman(tm) access system were selected. At the beginning of the case, no thrombus was seen in the left atrial appendage (laa) and the patient's activated clotting time (act) was normal throughout the case. The closure device was successfully implanted. At the end of the case, there was a protrusion of approximately 8 mm noted in the 135 degree angle but the other angles showed good position and there were no leaks. A tug test showed device stability and there was an overall compression of 20%. No full or partial recapture was performed and the patient left the following day with a prescription of xarelto 20 mg, asa 80 mg and plavix. In (B)(6) 2015, the patient called the hospital to advise that they were experiencing anal and epistaxis bleeding. On that day, the decision was made to stop xarelto and continue asa and plavix. In (B)(6) 2016, thrombus on the device was noted. The closure device was well endothelialized; however, as a result of recurrent formation of thrombus, the device was surgically explanted. They suspect that this is due to a coagulation problem with the patient. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Date of birth, patient sex, weight, weight (unit), describe event or problem, relevant tests/lab data, other relevant history: updated. Event date corrected from (B)(6) 2016. (B)(4).

Event description:
It was further reported his patient had been monitored for recurrent thrombus on the device and was eventually admitted to the hospital in (B)(6) 2016. A big thrombus appeared on the device and was not mobile. The patient was put on heparin. Additionally, the patient was diagnosed with severe atherosclerotic coronary disease, atrial fibrillation and atrial septal defect. The patient underwent ablation to the left ventricle prior to excision of the watchman closure device by transseptal approach. They have also performed two coronary artery bypasses, closure of the atrial septal defect and biatrial maze. The patient remained hospitalized for approximately 3 1/2 weeks. Upon discharge, the patient was anticoagulated with coumadin with an inr targeted from 2 to 3. They did not present any bleedings and everything seems well tolerated.

Manufacturer narrative:
Describe event or problem, other relevant history, complaint source: updated. Citation; o¿hara et al. (2016)run with the hare and hunt with the hounds. Jacc: cardiovascu lar interventions. Vol.9 (23),pp. E223-225.(B)(4).

Event description:
It was further reported via journal article that on (B)(6) 2015, the patient was discharged in aspirin 80 mg, clopidogrel 75mg, and rivaroxaban 15 mg daily. However, the latter agent had to be stopped 18 days after procedure because of significant lower gastrointestinal bleeding and epistaxis.